Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has high glucose value.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood results reading "hi". (B)(6) (nurse)called on behalf of customer. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 184-375mg/dl fasting. Verified the strips expire 04/16/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 371mg/dl and 343mg/dl fasting. Reviewed meter memory: 1:hi (B)(6) 2015 05:22:00 pm fasting:yes. 2:554mg/dl (B)(6) 2015 02:17:00 pm fasting:yes. 3:508mg/dl (B)(6) 2015 01:10:00 pm fasting:yes. 4:136mg/dl (B)(6) 2015 10:45:00 pm fasting:yes. 5:189mg/dl (B)(6) 2015 10:12:00 pm fasting:yes. Adverse event not reported.

Manufacturer narrative:
Internal report #(B)(4). Product under evaluation.

Event description:
Consumer complaint of blood results reading "hi". (B)(6) (nurse) called on behalf of customer. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 184-375mg/dl fasting. Verified the strips expire (B)(6) 2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 371mg/dl and 343mg/dl fasting. Reviewed meter memory: hi; (B)(6) 2015; 05:22:00 pm; fasting: yes, 554mg/dl; (B)(6)2015; 02:17:00 pm; fasting: yes, 508mg/dl; (B)(6)2015; 01:10:00 pm; fasting: yes, 136mg/dl; (B)(6)2015; 10:45:00 pm; fasting: yes, 189mg/dl; (B)(6)2015; 10:12:00 pm; fasting: yes. Adverse event not reported.